Manufacturer narrative:
Medwatch sent to FDA on 01/14/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hypersensitivity, irritation, and scarring are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of hypersensitivity as follows: "contraindications 1. Patients with a known allergy to silk."

Event description:
Health professional reported implantation of seri surgical scaffold during a bilateral mastopexy procedure. Post-implantation, the patient experienced bilateral redness, itching, and irritation in the breast due to an allergic reaction. The patient was treated with parenteral and topical steroids. The device was removed, and the physician reported "significant scarring noticed in the lower pull of the breast" at removal.

Manufacturer narrative:
Lab analysis results: histologic findings are as follows: cross section - fibroadipose tissue with no evidence of inflammation. No suture material present. Trichrome stain highlights foci of collagen fibers. Longitudinal- fibroadipose tissue with focal scarring, chronic inflammation and possible fat necrosis. No suture material present. Trichrome stain highlights areas of collagen fibers. Right cross section- mostly suture material with some surrounding fibrous tissue. No evidence of inflammation. Trichrome stain highlights collagen fibers. Right longitudinal- mostly suture material with surrounding fibroadipose tissue, focal scarring and focal calcium deposition. No evidence of inflammation. Trichrome stain highlights foci of collagen fibers. Left cross section - mostly suture material with surrounding fibroadipose tissue and foci of subtle chronic inflammation. Trichrome stain highlights collagen fibers. Left longitudinal- suture material with surrounding fibroadipose tissue and focal scarring. No evidence of inflammation. Trichrome stain highlights foci of collagen fibers.

Event description:
Health professional reported implantation of seri® surgical scaffold during a bilateral mastopexy procedure. Post-implantation, the patient experienced bilateral redness, itching, and irritation in the breast due to an allergic reaction. The patient was treated with parenteral and topical steroids. The device was removed, and the physician reported "significant scarring noticed in the lower pull of the breast" at removal.